Event description:
Subsequent to the previously filed report, additional information was received: the proglide device became stuck and cut down surgery was performed to remove the device and avoid complete breakage of the foot. No additional information was provided.

Manufacturer narrative:
Device codes: 1212 labeled. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported foot break was not confirmed; however, a guide break was observed. Difficulty inserting into the anatomy and entrapment of the device/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the fibrous/calcified right femoral vein was attempted with a proglide device via an 8f sheath using the pre-close technique prior to a mitraclip procedure. Reportedly, no femoral angiogram was taken prior to the attempt with the proglide. During advancement of the device into the anatomy there was slight resistance and the foot of the proglide device partially broke off while the device was in the femoral vein. The foot did not completely separate from the proglide device. Cut down surgery was performed. The mitraclip procedure was completed successfully. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.